Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during a bolus. Customer's blood glucose was 110 mg/dl. A new cartridge was loaded to address the event.